Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 19, 2019 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on (B)(6) 2019. Reportedly, the procedure was done under general anesthesia. According to the complainant, the patient came back and presented a burn on her vagina and down the perineum. The patient was sent to a burn center for treatment. An additional attempt has been made to obtain follow up event details with no response from the physician.